Event description:
It was reported the customer had a crack on their insulin pump's case. The customer also reported a crack on their display. The customer's drive support cap was not damaged. The customer was unsure how the damage had occurred. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Cracked case at lcd window corners noted. Could not perform displacement test due to severely corroded battery tube noted. Minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker. Cracked lcd window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.